Manufacturer narrative:
The reported field event of overestimation of battery longevity was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. The patient's pacemaker was found to be over-estimating the remaining battery longevity. The patient was asymptomatic. The physician explanted and replaced the pacemaker. The patient was stable throughout the procedure.